Event description:
A medwatch was rec'd from the user facility stating: "the user facility believes that the manufactured design of the equipment contributed to the adverse event because the alarm on the unit did not go off because when the trach tube was pulled out it was in a position that the equipment still detected pressure and therefore did not alarm. Equipment was evaluated and tested by an independent third party biomedical consultant and equipment was found to be functioning as it was designed to do."